Event description:
The customer stated that they have intermittently received error code 1005 "result cannot be calculated, final rlu read is outside the specification of the lowest calibrator" on the architect bhcg assay. In addition, results on the architect bhcg assay have not been reproducible. A patient generated a positive result of 64 miu/ml but when the sample was retested three days later, a negative result of <1.20 miu/ml was obtained. A second sample from this patient also yielded a negative result of <1.20 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
(B)(4), false positive result (B)(4), no consequences or impact to patient. A product deficiency has been identified. With a unique combination of instrument and reagent conditions there is a potential for sample carryover which can result in falsely elevated b-hcg concentrations on the architect i1000sr system. Negative samples have returned both positive and grey zone b-hcg results when a high concentration b-hcg sample is assessed prior to the negative sample with architect total b-hcg (list number 7k78/6c21) on an i1000sr instrument which also utilizes the architect rubella igg (list number 6c17) assay. The investigation determined that falsely elevated b-hcg results occurred due to carryover on the architect i1000sr platform when the following three steps occur: rubella ancillary diluent has been aspirated by the reagent probe, a high concentration b-hcg sample is then aspirated by the reagent probe, reagent probe aspirates a negative sample or b-hcg conjugate followed by a b-hcg negative sample. Carryover on the architect i1000sr only occurs when a high concentration b-hcg sample is aspirated after the architect rubella igg (ln 6c17) assay ancillary diluent. The causative agent of the falsely elevated results for the negative b-hcg samples on the i10000sr is the (B)(4) component of the architect rubella igg assay specific diluent. This component causes reagent mediated sample carryover of b-hcg into b-hcg negative samples. Carryover was only observed on the architect i1000 platform series. Reformulation of the architect rubella igg/architect b-hcg assays will be evaluated to mitigate against this component binding and carrying high b-hcg samples into low or negative b-hcg samples.